Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided x-rays finds it is not related to the complaint event. No product/lot code combinations were identified and therefore no device history record review or a search of the complaints databases was possible. The investigation can draw no conclusions with the information made available .based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. This complaint is legal. Medical records indicate the patient was revised on (B)(6) 2008. The reason for revision is unknown at this time as only sticker sheets were provided and it shows the patient was revised from a poly/metal bearing to a metal/metal bearing.